Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: the pump's black box showed evidence of time and date resets after a reboot event. The alleged issue was duplicated during the investigation. The pump was opened for investigation and the bt1 component was found to be leaking. Unrelated to the initial allegation, the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.